Event description:
It was reported that when the patient presented for device change out for normal eri, externalized conductors were observed. During the lead explant procedure, the svc coil was found to be adhered to the patients superior vena cava and the laser sheath perforated the svc. The patient was placed on emergency bypass and surgical reconstruction of the svc was performed. The patient was in serious condition and remained in the ICU. Subsequently, the patient fully recovered without further issues, and was discharged from the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 37.0-38.5cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location.